Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the cartridges were cracking at the nozzle and the incident happened 3 times. Doctor said that there was no complications reported from visual observation of crack in the company cartridge. Additional information has been requested. There are three medical device reports associated with this report. This is 3 of 3.